Event description:
On (B)(6) 2015 it was reported that during the prophylactic generator replacement, the surgeon was closing the pocket for the new generator and he needed to use the cautery on the tissue. After that, the generator was interrogated and diagnostics were performed, which both revealed the warning of "vbat>eos." It was confirmed that the generator was interrogated before, outside the field, to program the patient initials and was confirmed to be at eos= no. The backup generator was used with no further issues. The surgeon is aware of the precautions but was thinking that because the pocket was closed it wouldn't be an issue. The surgeon was informed of the precautions regardless of the procedure being performed, which he understood. The generator was returned for product analysis. Product analysis is still underway and has not yet been completed to date.

Event description:
Product analysis was completed on the generator on (B)(4) 2015. Review of the data indicated that the pulsedisabled byte was set to a value that represents a vbat<eos threshold condition. An electro-cautery tool was used during device implant, which may have been a contributing factor. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted event, there were no performance or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative and/or corrected data: inadvertently did not include UDI on initial report.